Event description:
The patient reported that subsequent to the implant of a protegen sling and hysterectomy in 1998, pt experienced pain and numbness in their lower back and abdomen, hematuria and incontinence. The device remains in the patient. Therefore, no failure analysis is available.